Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Rpn and lot# are unknown. The following allegations have been investigated: vena cava/organ perforation, tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the left common femoral vein due to deep vein thrombosis and pulmonary embolism. Patient is alleging tilt, vena cava perforation, organ perforation. Report from computerized tomography (CT): "there is an ivc filter. Its superior tip lies at the mid body of l2 with its lower feet lying at the mid/lower body of l3. Relative to the long axis of the inferior vena cava, the filter is tilted with its superior tip slightly lateral, placing it 2-3 mm to the right of midline. Tilt in the coronal plane approximates 6 degrees. In the sagittal plane, it is tilted in a vertical direction 10 degrees." "In the sagittal plane, the tip touches the anterior wall of the ivc as seen on sagittal image 43." "The left leg/limb of the filter itself lies within the ostium of the left renal vein. Of note, the left renal vein is retroaortic as seen on axial image 43, coronal image 40. The tip lies just above the confluence of the right renal vein to the inferior vena cava. The superior tine/leg of the filter transgresses the ivc wall as seen on sagittal image 50. This places it 4.5 mm anterior to the anterior wall of the ivc with a fat plane interposed between its tip and the ivc wall. The right lateral tine lies beyond the wall 3 mm as seen on coronal image 37, axial image 46. The dorsal tine marginally transgresses the posterior wall, though a clear fat plane is only questioned on axial image 45, but is seen on sagittal image 46, measuring 4 mm, and I do suspect perforation. Again, the left tine enters the ostium of the left renal artery along its dorsal wall." "Inferior vena cava filter with placement as above."

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2012. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."